Event description:
It was reported by customer that when the recliner foot was raised, it jerked up, allegedly causing patient to hyperextend their left knee. The customer reported that the patient was not all the way in the chair when they pulled the handle. The chair back came up and foot section came out hitting the patient in the back of the knees and back. The customer has alleged that the patient required medical intervention.

Manufacturer narrative:
Clarification of serious injury: possible strain of biceps femoris muscle.